Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the small battery drive device turned on by itself while being used together with the battery casing device. It was not reported if there were any delays to the surgical procedure or if a spare device was available. It was reported the surgery was completed without any harm to the patient. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. MFR site: the manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Correction: the device manufacture date was inadvertently documented as 1/22/2006 in the initial report. It has been corrected to 1/23/2006. The UDI has been updated accordingly. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Incorrect serial number: the device serial number was incorrect in the initial report. The serial number has been updated from 3936 to 3906. Incorrect device manufacture date: the device manufacture date was incorrect in the previous report. The device manufacture date has been updated from 1/23/2006 to 12/22/2005. The UDI has been updated accordingly. If additional information should become available, a supplemental medwatch will be submitted accordingly.